Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. The device was explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device, yellow particles and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Additional observations: biological tissue observed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. The device was explanted and replaced with non-allergan device. This relates to the left side.